Event description:
It was reported that when retrieving episodes on the loop recorder, the electrograms were blank. There were 28 tachycardia episodes and 1 asystole episode listed. When an episode was selected, the message -retrieving- was displayed on the screen. The date and time stamp were present, but no data was visible. This occurred consistently. As the electrograms were accidentally cleared, further troubleshooting could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.